Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received clarified that the observed out-of-range pace impedance measurements were greater than 2000 ohms. The clinician indicated there were no adverse patient effects and the plan is to continue to monitor the patient. This product remains in service.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and competitor right atrial (ra) lead exhibited out-of-range pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts noted noise oversensing on the atrial channel. This device remains in service. No adverse patient effects were reported.